Event description:
The intralase fs laser was used to create bilateral corneal flaps for bilateral lasik surgery in 2006. One day postoperatively, the patient presented with diffuse lamellar keratitis (dlk) in both eyes. Both flaps were lifted and rinsed and the patient was prescribed topical steroids. The patient's preoperative bcva was 20/20 in both eyes. (Ou). Postoperative ucva was 20/30 ou. The patient has responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
H3/h6 - on 8/2/2006, an intralase field service engineer inspected the laser and performed preventative maintenance. The laser met specification and was performing as intended. In addition, an intralase clinical applications specialist (cas) performed an investigation into surgical techniques and sterilization techniques. Recommendations were made to the doctor for surgical techniques.